Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged difficulty breathing/shortness of breath while using the device. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 13, 2024 and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/shortness of breath related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed an unknown dust contamination on blower box, bottom enclosure, blower, blower seal, inlet of blower box and the iso port. They observed what appeared to be water spots on the blower due to liquid ingress. A keratin-like substance was observed on the blower box outlet and the blower seal. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms.